Manufacturer narrative:
Patient age and weight are unknown. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4) during clinical procedure, patient experienced failure of implant to osseointegrate.